Manufacturer narrative:
Calibration signals were within expectations. Quality controls recovered within assigned ranges on the day of the event. The sample centrifugation speed was higher than recommended by the tube manufacturer. Upon review of the alarm trace, a low sample volume and a clot alarm were observed near the time the complained sample was measured. Maintenance was performed on the instrument. An instrument performance check was performed and was within specifications. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with elecsys hcg stat on a cobas e411 rack. The patient was tested for pregnancy and is confirmed to be pregnant. The sample resulted in an hcg value of 2.47 miu/ml. A second sample from the patient was collected at another site and tested with the roche elecsys hcg stat reagent on 23-oct-2023, resulting in an hcg value of 52000 miu/ml.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.